Manufacturer narrative:
According to the complaint description a subglottic port detachment from the tracheostomy tube was detected. No photo/sample discarded. Therefore, no defect verification possible. Nevertheless, based on the complaint description, the issue can be related to known failure pattern concerning subglottic suction line detachment with other sizes of twist plus tubes during clinical use. However, this is a single event with size 10. Tracing of the lot number related to the complaint revealed no recurrences of the same issue within the batch. There was a deviation with the ipc registered but with special release as only slight shortfall.. Certain clinical conditions, such as inhalation therapy, mechanical stress, microbiological environment, may contribute to adhesive bond failure. Therefore, and as this was a single event on this size without possibility of defect verification, the cause cannot be conclusively determined.

Event description:
Subglottic port fell off. Tube changed. No harm to the patient reported.

Event description:
Subglottic port fell off. Tube changed. No harm to the patient reported.

Manufacturer narrative:
The investigation of the affected sample was not possible because the product was not returned to tracoe. No photos of defective device was available. Based on the incident description it can be supposed that the defect described relates to the known product error of the subglottic suction line detachment. Further investigations are conducted within CAPA 000106/330. The cause is probably due to the bonding process of the subglottic suction line. It is possible that preparation steps before bonding were not carried out sufficiently or correctly, or that the bonding was not carried out correctly. Further root cause can be attributed to a design limitation of the component. Other causes could also be seen within the use period, e.g. The use of different cleaning or disinfection agents, humification with a humification mask, as well as strong pulls on the suction line.